Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting a decrease in sensing measurements, an increase in pacing threshold measurements, and loss of capture (loc). The local area field representative reported the physician planned to schedule the patient for an x-ray to test for lead dislodgement and there were currently no plans for a revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. Should additional information become available this report will be updated.